Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU violation contributed to the reported failure to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sutures of three proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the tevar procedure was completed. Reportedly post procedure, the suture knots of the three proglide devices were successfully advanced to the vessel wall and tightened; however, complete hemostasis was not achieved as significant pulsatile blood flow was observed. A simple nick and spread was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Patient was stable and doing fine. No additional information was provided.